Event description:
It was reported that the patient stated her device has moved and is causing pain. A replacement has been planned. Vns migrated into her left shoulder area recently and is causing her pain. Information was received that the location of the pain was the left chest wall. It was noted to be unknown which device moved. The cause of the migration and pain was unknown. Pain toward her arm pit, been same discomfort, even though she feels it is back in the right place. The intervention was to preclude a serious injury. It was unknown if a non-absorbable suture was used to secure the generator when implanted. The patient massaged the area and felt that it moved back into place. The physician notes he spoke with the patient and she notes she had fallen a few weeks back but did not fall on outstretched arm. No other trauma. Battery was reported to be ok and functioning well.. The physician does note that he thinks it is unlikely that the device migrated in actuality as it and the lead and likely encapsulated in scar tissue. It is mobile in the sense that one can move it manually with the tissue. No known surgical intervention has occurred to date.

Manufacturer narrative:
(B)(4). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H3. Device evaluated by MFR?; code 81 - device evaluation not required as return and analysis will not add value to investigation.

Event description:
The patient had a prophylactic replacement.

Event description:
The explanted device was likely discarded.